Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged critical pump error (open book image) alarm and exposure to moisture found on (B)(6)2021. Pump was received stuck on flashing medtronic logo with an audio beep and vibrate alert. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test or verify critical pump error (open book image) alarm due to stuck on flashing medtronic logo with an audio beep and vibrate alert. Unable to download history files and traces using thump due to stuck on flashing medtronic logo with an audio beep and vibrate alert. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The original pcba 2 was cleaned and installed and swapped out with a working test pcba1, case, internal battery and motor. Powered the pump on using the battery simulator and stuck on flashing medtronic logo with an audio beep and vibrate alert noted. The original pcba1 was cleaned and installed and swapped out with a working test pcba2, case, internal battery and motor. Powered the pump on using the battery simulator and no stuck on flashing medtronic logo with an audio beep and vibrate alert noted. The original pcba 1 was re-installed and swapped out with a working test pcba2, case, internal battery and motor. Powered the pump on using the aa 1.5v battery and continued testing. The pump passed the self test and no stuck on flashing medtronic logo with an audio beep and vibrate alert noted. Stuck on flashing medtronic logo with an audio beep and vibrate alert was confirmed, problem isolated on the pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay and a scratched case. Unable to verify critical pump error (open book image) alarm and download history files and traces using thump due to stuck on flashing medtronic logo with an audio beep and vibrate alert. Stuck on flashing medtronic logo with an audio beep and vibrate alert was confirmed, problem isolated on the pcba 2. Pump exposed to moisture was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error. No harm requiring medical intervention was reported. The device will be returned for analysis.